Manufacturer narrative:
Initial reporter name- full name of the establishment is (B)(6). The product tb-0535fcs returned for evaluation. Lot no. 23k supplementary information was 14. Device evaluation noted the tissue pad was worn and partially peeled off. Probe checked performed and found peeling of the coating on the probe. Review of the device history records (DHR¿s) found no abnormalities in the following record of the items below which relate to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Instructions for use (IFU): the instruction manual contains multiple warnings to the user, and the following description related to this reported event. Therefore, it can be inferred that mishandling of the device may have contributed to the reported event. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Based on the condition of the actual product, it was assumed that the peeling of the tissue pad occurred due to the following reasons. The grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. Peeling-off of the probe coating: it was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. Olympus will continue to monitor complaints for this device.

Event description:
As reported, when tb-0535fcs was used in a therapeutic laparoscopic gastrectomy, the tissue pad came off during the procedure. The user switched to the same product. The intended procedure was completed using similar device. There was no patient harm , no user injury reported due to the event.